Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported upon removal the string pulled out of 18 tampons leaving the tampon inside. She manually removed the tampon in pieces. She experienced fever with headache and abdominal pain. She took tylenol (B)(6) for a week.